Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an erratic readings issue (scan results of 161 mg/dl, 97 mg/dl and 177 mg/dl). Due to delivery delay, customer was unable to test and experienced shaking and a seizure and was able to self-treat with a candy cane. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No issues observed. Meter powered on with button depression and strip insertion. Control solution test was performed and control solution test was satisfactory. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an erratic readings issue (scan results of 161 mg/dl, 97 mg/dl and 177 mg/dl). Due to delivery delay, customer was unable to test and experienced shaking and a seizure and was able to self-treat with a candy cane. There was no report of death or permanent impairment associated with this event.